Event description:
It was reported that during a bypass procedure involving the manual handle and a 60mm purple reload, the handle broke into several pieces, leading to an extended surgical time of about 20 to 30 minutes. The closed reload remained in place on the stomach, and attempts to open it with a new handle were unsuccessful. The surgeon then used a competitor's handle to cut above and below the reload to remove it from the patient's abdomen. The procedure required resection and re-stapling to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap, (lot #p4h1032); egia60amt egia 60 artic med thick sulu, (lot #n4h1843y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.